Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 10/28/2021, it was reported by a sales representative via sems that while in a tka case the silver base on collared handle (ar-613-1) came off during keel punch removal, we attached the second handle to remove punch and continued with procedure, also during this procedure the poly impactor (ar-613-98) would not easily connect to the handle. The tech used a mallet to get it onto handle. All broken pieces were retrieved, and the was no patient effect reported.